Event description:
An aneurx stent graft sys was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. There is no calcification or tortuosity. The pt's vessels have severe disease progression with the aortic neck dilatation and moderate aortic neck angulation. The vessels diameters have changed from 22-23 mm in diameter to 26 mm in diameters. It was reported approx 29 mos post stent graft implantation, the CT demonstrated that the stent graft had migrated resulting in a distal type I endoleak. It was reported that the stent graft migration was due to severe disease progression and aortic neck angulation. The physician elected to treat the pt with three aneurx aortic 28mm cuffs. The type I endoleak was resolved. The pt was reported to be fine and no add'l clinical sequelae have been reported.

Manufacturer narrative:
Secondary intervention required.